Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-04022 and MFR. Report # 3005099803-2012-04024). It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012. According to the complainant, the patient underwent his second bronchial thermoplastry procedure to the left lower lobes (lll). During the procedure, the patient was given lidocaine, 02 via airway and fentanyl and midazolam were administered for anesthesia. In addition, 40% supplemental oxygen was administered during the procedure via lma. The basilar segments of the lll were first treated and the physician proceeded to treat the bronchus. During one activation, there appeared to be a surge from the controller. The physician reported that "the bells went off and lights were flashing on the controller device, the number increased from 99 to 188, and I smelled a transient burning smell." At the time of the event, a power surge/loss did not occur. Upon inspection of the airway, a 4-5mm burn was observed on the medial wall (necrotic appearing tissue). No endobronchial fire was noted. Following the event, the catheter was removed and the controller was shut off. The controller was restarted and both the controller and catheter functioned properly. An additional 41 activations were performed and the procedure was completed successfully without further complication. No additional intervention was required for this event. Post procedure, the patient recovered well and was discharged home. It was reported that the patient experienced fatigue following the procedure, but his asthma control is improving. On (B)(6) 2012, the patient returned to the hospital for a follow up appointment. The physician reported that the patient's airway has completely healed with small residual mucus over the prior lesion. The patient is reported to be doing well. **additional information** on (B)(6) 2012, preliminary investigation results revealed that there is damage to the neutral electrode connector. The user confirmed that no physical damage was noted to the device during the procedure. In the user's assessment, it is likely that any damage noted to the device may have occurred post procedure when the device was cleaned and packaged for return. On (B)(6) 2012, the following additional information was received from the complainant: during the procedure, the patient was administered high flow supplemental oxygen (less than 40% was provided) via a laryngeal mask airway (lma). The catheter was rinsed with sterile saline prior to the incident. According to the physician, approximately 41 additional activations occurred after the "surge" from the controller. The physician described the transient burning smell as "a smoke smell" that was difficult to characterize further. Following this procedure, the alair rf controller was used on another patient without complications. The physician confirmed that the alair rf controller has not exhibited a similar "surge" at any other time prior to or subsequent to this event. No unusual events or observations were reported in conjunction with the complaint incident. **correction to the additional information** the preliminary investigation results received on (B)(6) 2012, which indicate that there is damage to the neutral electrode connector, is referring to damage found on the alair rf controller (MFR. Report # 3005099803-2012-04022).

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-04022 and MFR. Report # 3005099803-2012-04024). It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012. According to the complainant, the patient underwent his second bronchial thermoplastry procedure to the left lower lobes (lll). During the procedure, the patient was given lidocaine, 02 via airway and fentanyl and midazolam were administered for anesthesia. In addition, 40% supplemental oxygen was administered during the procedure via lma. The basilar segments of the lll were first treated and the physician proceeded to treat the bronchus. During one activation, there appeared to be a surge from the controller. The physician reported that "the bells went off and lights were flashing on the controller device, the number increased from 99 to 188, and I smelled a transient burning smell." At the time of the event, a power surge/loss did not occur. Upon inspection of the airway, a 4-5mm burn was observed on the medial wall (necrotic appearing tissue). No endobronchial fire was noted. Following the event, the catheter was removed and the controller was shut off. The controller was restarted and both the controller and catheter functioned properly. An additional 41 activations were performed and the procedure was completed successfully without further complication. No additional intervention was required for this event. Post procedure, the patient recovered well and was discharged home. It was reported that the patient experienced fatigue following the procedure, but his asthma control is improving. On (B)(6) 2012, the patient returned to the hospital for a follow up appointment. The physician reported that the patient's airway has completely healed with small residual mucus over the prior lesion. The patient is reported to be doing well.

Manufacturer narrative:
(B)(6). A visual examination of the returned device found marker bands 2, 3 and 4 to be partially worn off. The electrodes of the array had dried blood on them. One electrode had a slight bend on it; however, the array expanded and collapsed normally. A visual inspection of the array, thermocouple, and solder verified normal. A visual inspection of the handle verified normal. Functionally, the catheter was plugged into the lab rf controller and setup to run functional tests. It completed 10 full rf activation cycles with no errors or issues found. Subsequently, the catheter was connected to the related rf controller (MFR. Report # 3005099803-2012-04022). It completed 10 full rf activation cycles with no errors or issues found. No alarms or lights flashed. No electrical issues were found with the catheter. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
Although the product has not been returned; it was reported that the complaint catheter will be returned soon. MFR name: boston scientific corporation, (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed

Manufacturer narrative:
MFR name: boston scientific corporation (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-04022 and MFR. Report # 3005099803-2012-04024). It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012. According to the complainant, the patient underwent his second bronchial thermoplastry procedure to the left lower lobes (lll). During the procedure, the patient was given lidocaine, 02 via airway and fentanyl and midazolam were administered for anesthesia. In addition, 40% supplemental oxygen was administered during the procedure via lma. The basilar segments of the lll were first treated and the physician proceeded to treat the bronchus. During one activation, there appeared to be a surge from the controller. The physician reported that "the bells went off and lights were flashing on the controller device, the number increased from 99 to 188, and I smelled a transient burning smell." At the time of the event, a power surge/loss did not occur. Upon inspection of the airway, a 4-5mm burn was observed on the medial wall (necrotic appearing tissue). No endobronchial fire was noted. Following the event, the catheter was removed and the controller was shut off. The controller was restarted and both the controller and catheter functioned properly. An additional 41 activations were performed and the procedure was completed successfully without further complication. No additional intervention was required for this event. Post procedure, the patient recovered well and was discharged home. It was reported that the patient experienced fatigue following the procedure, but his asthma control is improving. On (B)(6) 2012, the patient returned to the hospital for a follow up appointment. The physician reported that the patient's airway has completely healed with small residual mucus over the prior lesion. The patient is reported to be doing well. **additional information** on (B)(6) 2012, preliminary investigation results revealed that there is damage to the neutral electrode connector. The user confirmed that no physical damage was noted to the device during the procedure. In the user's assessment, it is likely that any damage noted to the device may have occurred post procedure when the device was cleaned and packaged for return. On (B)(6) 2012, the following additional information was received from the complainant: during the procedure, the patient was administered high flow supplemental oxygen (less than 40% was provided) via a laryngeal mask airway (lma). The catheter was rinsed with sterile saline prior to the incident. According to the physician, approximately 41 additional activations occurred after the "surge" from the controller. The physician described the transient burning smell as "a smoke smell" that was difficult to characterize further. Following this procedure, the alair rf controller was used on another patient without complications. The physician confirmed that the alair rf controller has not exhibited a similar "surge" at any other time prior to or subsequent to this event. No unusual events or observations were reported in conjunction with the complaint incident.